Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Subsequently, the customer received a button alarm (alarm 22) and a continuous glucose monitor (cgm) error 42. Customer confirmed that no objects were pressing against the button to cause the alarm, and the pump was reset to resolve the issue and insulin therapy was resumed. Customer's blood glucose level was 170 mg/dl.